Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The system was outside clinical use at the time of event. Analysis of the log file confirmed that the flexvision pc was malfunctioning and the host-pc could not connect to the flexvision pc. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found errors related to flexvision pc and the pc was not booting. Fse replaced the flexvision pc and reloaded operating system(os), application and firmware to the pc. The replaced flexvision pc was returned for analysis and the part analysis confirmed that the wrong hdd bay was in the flexvision pc. After replacement of flexvision pc and reloading os, application and firmware to the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.